Manufacturer narrative:
According to the customer, she developed a "rash" described as "purple flat spots" that began when she started using the underwear in (B)(6) of 2023. The customer reported she is sitting in a "wheelchair" most of the time. The customer reported it started with "4 spots" and then spread from "hip bone to hip bone" in the front of her perineal area. The customer reported one of the spots had "ripped the skin open". The customer reported she has seen multiple physicians and has been prescribed oral antibiotics, "nystatin cream", and "hydrocortisone". The customer reported during incontinent episodes she promptly cleans the skin and changes the product. The customer reported the "rash" is "better". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she developed a "rash" described as "purple flat spots" that began when she started using the underwear in (B)(6) of 2023.